Event description:
New information on 2/8/2016 stated that the patient was in stable condition post operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial head dislodged. The lead was capped and replaced. No further information was available.